Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece with the helix retracted and the lumen clogged with dried blood and tissue. The reported events of helix mechanism issue and stylet insertion failure were confirmed. An x-ray analysis revealed an over torqued inner coil inside the connector region which was consistent with procedural damage. After cleaning the helix and cutting the lead, the helix was able to successfully extend and retract by applying torque directly at the inner coil. The full helix extension length was measured within required performance specifications. The stylet insertion test was unable to be performed due to the over torqued inner coil. The cause of the reported events of inability to extend the helix and insert the stylet was isolated to the over torqued inner coil. Furthermore, the reported event of inadequate capture was not confirmed. Electrical testing was performed and revealed no internal shorts. The high resistance of the inner coil was due to two broken filars of the inner coil cause by over torque. A visual and x-ray inspection of the lead did revealed no anomalies with the exception of procedural damage.

Event description:
It was reported that during an implant procedure, inadequate capture was noted on the atrial lead after initial placement. The physician attempted to reposition the lead, however, the guidewire was unable be advanced down the lead and it was difficult to deploy the lead helix. The lead was explanted and replaced to resolve the event. Upon inspecting the lead after explant, it was noted that the active fixation helix could no longer be extended. The patient was in stable condition.